Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Caller reported poor communication on patient programmer (pp). Patient stated he cannot get pp to work again. Patient called earlier today about needing assistance with pp and was able to get pp to work and confirmed he was able to turn implant on using pp. Patient now reports he cannot get pp to connect with implant. Patient was getting the poor communication screen. Patient recently had implanted or had/revision surgery. The patient uses antenna and confirmed antenna was secure and sync with ins but it did not resolve reported issue. Unplug antenna. Placed patient programmer directly over ins, on skin. Sync. But it did not resolve the reported issue. Patient noted that it was has hard to reach his back. Patient may call healthcare professional (hcp) to have device turned off while he waits for replacement. It was reviewed that device will need to be physically turned off with a controller. Patient asked if implant needs to stay on until he gets replacement pp. Patient meant if device was going to keep vibrating/shocking his leg until he gets replacement pp. It was reviewed that implant will need to be physically turned off with pp but since he is unable to communicate with implant we will need to replace pp. Patient stated device is in an awkward place and hard to reach. Patient states he has a hard time reaching implant because his other arm he can reach back but his other arm can barely reach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.